Manufacturer narrative:
Please note that the following section has been updated based on additional information provided on 29-aug-2017: box 5. Describe event or problem this report is associated with MFR report numbers: 3005168196-2017-00495; 3005168196-2017-00497.

Event description:
Following further review of images and all site provided source documents, an update to the event was made on (B)(6) 2017 indicating that there was no vessel injury and no clinical consequence to the patient; therefore, no adverse event occurred.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00495 3005168196-2017-00497 the hospital disposed of the device.

Event description:
The patient underwent a thrombectomy procedure in the right carotid t and m1 using a penumbra system ace 68 reperfusion catheter (ace 68), a penumbra system 3max reperfusion catheter (3max) and a neuron max 6f 088 long sheath (neuron max) on (B)(6) 2017. It was reported that a non-stenotic and non-progressive carotid dissection in the cavernous segment was confirmed in the control series immediately following the procedure. The dissection was considered to be non-serious, no actions were taken, and the patient did not undergo any additional treatment. Additional information received on (B)(6) 2017 indicated that the patient¿s health status had improved, and the patient was discharged from the hospital on (B)(6) 2017. The non-stenotic and non-progressive dissection was adjudicated to be a non-serious adverse event with a possible relationship to the ace 68, 3max, and neuron max; a probable relationship to the non-penumbra devices and the angiographic procedure; possibly related to the index stroke, and unrelated to the IV rt-pa.